Event description:
There was an allegation of a questionable tina-quant c-reactive protein IV result from the cobas 6000 c (501) module for one patient. The initial result was <0.3 mg/dl. The repeat result at another lab with another c501 was < 0.08 mg/dl. The initial result was repeated because it had a data flag. The laboratory deemed the initial result correct.

Manufacturer narrative:
The tina-quant c-reactive protein IV reagent lot number is 88304901, and the expiration date is 31-mar-2026. A field service engineer (fse) inspected the rinse mechanism tubes and found no evidence of leaks. The fse flushed the rinse mechanism rinse tubes and verified that the levels were good. The fse found that the sample probe and both reagent probes were 4 to 5 years old, and replaced them, and completed the adjustments. For verification, all pump pressures, cell rinse water levels, and rinse station water volumes were checked and were okay. Air purges, mechanism checks, and a 21-cup precision test were successfully performed. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that a hardware issue (customer maintenance-related) caused the event. The customer did not report any other issues after the service. The investigation determined that the service action resolved the issue.